Event description:
During biopsy of right kidney with asap 18 ga 10 cm biopsy device, the end of the device broke interstitial within the right flank. The physician determined that the needle tip was partially in the kidney. The pt was taken to the or for removal of the needle tip.